Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided video contain information regarding catheter mechanical jam. After review of the provided video mechanical jam cannot be confirmed. It was observed in the video that no guide wire was used for flushing - that can lead to mechanical jam of the catheter. A crack or leak was not observed in the video. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy using a rotarex device. During the procedure the patient felt a burning sensation. Additionally, the catheter blood flow was not smooth after aspirating 20 cm. The catheter was removed and flushed with heparin saline. During flushing, blood overflowed from the top of catheter and the suction speed was slow. It was determined that the catheter was damaged, so the procedure was stopped. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy & atherectomy by rotarex. During the procedure the patient has a blazing sensation, after 20cm of suction the catheter blood flow is obviously not smooth, remove the catheter and flush with heparin saline, flushing found that the blood flow from the top of the catheter overflowed, the suction of the water speed is very slow, judging that there is a damage of the catheter, can't be normal suction. Current status of the patient was unknown.